Manufacturer narrative:
On 3/19/2019, mentor has received additional information that this complaint is a duplicate of the (B)(4) with manufacturing report number of 1645337-2018-04971. It was discovered that this complaint is a duplicate during clinician follow up for the medwatch form mw5078032 for the missing pages of the hard copy that was received by mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a female patient of unknown age underwent breast prostheses implantation with mentor saline devices on (B)(6) 2005. During the summer of 2017, the patient noticed a lump under her left armpit. The patient experienced pain, swelling, and embarrassment of her deformed chest. On (B)(6) 2017, the patient had an ultrasound and mammogram which were abnormal and revealed enlarged axillary lymph nodes. On (B)(6) 2017 a tissue biopsy was taken of the left lymph node which was suggestive of a malignant neoplasm. On (B)(6) 2017, the patient was diagnosed with alcl. On (B)(6) 2017, the patient underwent surgical intervention for the removal of the left axillary lymph node. The devices were left implanted. On (B)(6) 2017, the patient began chemotherapy regimen for 3 days in a row, every 21 days, for a period of 6 months. On (B)(6) 2018, the patient underwent bilateral capsulectomies and explantation of devices. The patient also underwent physical and occupational therapy. The patient also requires vestibular therapy for dizziness and balance issues which have not been resolved. She will be treated by a neurologist soon. Should more information become available, this case will be re-assessed and notes will be updated. This medwatch is for the left breast implant.